Manufacturer narrative:
Unknown manufacturer: (B)(4). Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. No catalog or lot # provided. PMA / 510(k) #: this information is unknown, because the catalog # is unknown. Device manufacture date: unknown. Investigation: customer returned one (1) used 32gx4mm bd pen needle without a cover, tear drop label, or inner shield attached. Consumer reported needle blocked. The returned pen needle was examined, and it was observed that the patient end (pe) cannula was bent. No evidence of manufacturing defect was observed. This sample was tested for flow using a test pen injector, and was not able to expel properly. The sharp bend in the pe cannula would be the cause for no flow through the pen needle, hence, the customer would think the pen needle was clogged (as reported). Since the sample was returned after use, and no manufacturing defects were observed, the probable cause of the bent pe cannula is user error when using the pen needle. Unable to perform a DHR review due to an unknown lot number for needle clog. The possible root cause for these issues (bent pe cannula) is: user error. No evidence of manufacturing related issues were observed on the returned samples. Since the sample was returned after use, the probable cause of the bent pe cannula is user error when handling the pen needle.

Event description:
It was reported that a pen needle was found to be blocked. The following information was provided by the initial reporter: "needle blocked".